Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed vegetation. The lead has been explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.